Event description:
In making the holes into the femoral rod through the disposable sheaths assemblies, the surgeon noticed that the sheaths overheated, creating also some metal chips. The patient reported some tissue burns. No adverse patient consequences.

Manufacturer narrative:
Mitek is at this point in time awaiting the complaint device towards conducting a root cause analysis. When we have reached conclusions, those results will be posted onto the follow-up report.